Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU and might have contributed to the reported event due to: bilateral iliac artery stenosis (greater than 8 mm), both focal stenosis and narrowing caused by the constraints of the pre-existing stents, and access sites smaller than 6.5 mm. The pre-existing covered iliac stents was a cautionary condition for product use which might have contributed to the outcome. Based upon the investigation findings, a root cause for the reported issue appears to be associated with attempted use of the device in difficult patient anatomical conditions outside the IFU guidelines. The use of the endologix bifurcated device has not been evaluated for use in previously deployed competitor stent devices or in undersized iliac arteries that have been stented. The visualization issue that was reported may have been associated with the previously deployed stents that may have masked visualization in the iliac arteries and likely contributed to the nosecone becoming caught in the anatomy or a previously deployed stent. The report that the physician torqued the device too much probably added to the poor patient selection situation and the poor outcome. There is no indication of a device issue found in the investigation. A manufacturing record review was performed; the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that during implant of a bifurcated device, advancing and retracting difficulties were experienced, that resulted in open conversion. Reportedly, the patient had narrow iliac arteries. The patient had previously implanted bilateral kissing iliac stents. The physician attempted to advance the bifurcated device through the previously implanted stent, but the device could not be seen under imaging. The physician reportedly torqued the device too much and could not also remove the bifurcated device from the patient. Apparently, the nosecone had got caught on something. The patient was transferred to another hospital where a conversion was performed. The patient is reported to be doing well after the conversion.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.